Event description:
PICC line removed after butterfly of IV line fell off of tubing and unable to reattch, so tube pulled out and removed. On the opposite and tubing broke right at the line of the butterfly and the tubing.